Event description:
It was reported that the patent has painful right hip area, groin, and inner/outer thigh. Met with dr. (B)(6) on (B)(6) 2012. Had blood work and scheduled for MRI and triple scan.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.